Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken radial tab. The complaint sample could not be tested for the reported issue of inaccurate dosing. This batch number was manufactured pre-tool refurbishment. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of cracked pen complaints for lots produced post-refurbishment (jan 2016). H3 other text : see h.10.

Event description:
It was reported that inaccurate dosing occurred during use with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter, "patient's mom states the pen is not providing the correct dosage any longer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that inaccurate dosing occurred during use with a bd pen ii omnitrope¿ pen 5 1.5ml. The following information was provided by the initial reporter, "patient's mom states the pen is not providing the correct dosage any longer."